Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Patient identifier for examples initials, medical record number. Product code, lot number. Patient date of birth, age at time of index surgery, height, weight, medical history. Procedure name, date of procedure. Date event occurred, clarification of event(s).

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. It was also reported that the patient experienced mesh exposure. Additional information has been requested.

Manufacturer narrative:
Additional information requested and following was obtained: -do not know the name of the surgeon who performed the procedure. The clinic will not answer my questions. - patient identifier for examples initials, medical record number. - product code, lot number. - patient date of birth ¿ n/a, age at time of index surgery, height, weight, medical history. - procedure name, date of procedure. - date event occurred, clarification of event(s). - did the patient require any medical or surgical intervention? - name of surgeon who performed the procedure(s)?